Event description:
It was reported to vyaire medical that the start/stop button is sticking on a 3100a ventilator prior patient use. They tried cleaning it out, but it did not seem to help. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, parts order submitted for fulfillment under purchase order number sfmed-4847787. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device will not be returned.